Event description:
The analyzer which had been returned as it was no longer needed subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the analyzer failed its cross pacing test and it was noted that the patient connector was disturbed on the bottom of the connector. The analyzer is no longer needed and will be sent for failure analysis. (B)(4).